Event description:
Operating table defect. During a prone crainotomy the bed was lowered for better visualization for the surgeon using a microscope. Unknown at the time the telescopic base of the bed was not intact. As such, the anesthesia circuit slipped between the telescopic portion of the frame and the fixed platform. As the bed was lowered the anesthesia circuit was severed in half. The pt was quickly oxygenated with backup equipment until a replacement was in-line. She suffered no ill effects from this event.